Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a driveline power fault alarm was confirmed via the log files reviewed from the returned controller. The returned modular cable (lot number 7505518) was observed to have fluid on and within its controller-side connector upon arrival. The fluid appeared most prominent around one of the driveline power-line pins. The modular cable was functionally tested alongside the returned system controller. Atypical alarms were unable to be reproduced throughout testing, even when the modular cable was manipulated by hand, and the controller and modular cable operated a mock loop as intended. Although the reported alarm was not reproduced during testing, the fluid ingress within the modular cable controller side connector could have caused the reported driveline power fault alarm to occur. The root cause of the fluid ingress was unable to be conclusively determined. Review of the device history record for the modular cable, lot number 7505518, showed the device was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 patient handbook (rev. D) instructs users to never submerge their equipment, including their system controller, underwater. The patient handbook also instructs users to never expose their equipment to liquids or fluids of any kind. The heartmate 3 patient handbook (rev. D, section 5 ¿alarms and troubleshooting¿) instructs users on how to resolve alarms that sound from their system controller, including alarms associated with driveline power fault conditions. The heartmate 3 patient handbook (rev. D, section 4 ¿living with the heartmate 3¿ and section 6 ¿caring for the equipment¿) instructs users to regularly inspect their modular cables for signs of damage and to obtain a replacement if needed. Damage to the modular cable may interrupt pump operation. The heartmate 3 patient handbook (rev. D, section titled "emergency contact list") cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Related manufacturer reference number: 2916596-2023-06242 it was reported that the patient was about to perform a driveline dressing change when their driveline power fault wrench came on. It was noted that there was no damage to the modular cable. The log files confirmed driveline power a faults on (B)(6) 2023. The alarm was cleared and the second set of log files from (B)(6) 2023 on the new controller and modular cable showed that the driveline power fault alarm did not return. It was also noted that the data from the driveline sense appeared to be normal.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturers investigation is complete.